Event description:
On 9/24/2024, it was reported by a sales representative via phone that an ar-1588btb-2j tightrope ii btb had an issue during an acl procedure on (B)(6) 2024. The sutures locked up as they were used in the patient, and would not allow to advance it any further. The sutures were cut and everything was removed from the patient, nothing broke inside the patient. Another ar-1588btb-2j tightrope ii btb with an unknown lot number was used to complete the procedure successfully with no harm to the patient. There was a slight case delay of under 15 minutes, and no additional anesthesia was administered. The complaint device was discarded, and no pictures were taken. This occurred during use with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.